Event description:
It was reported that a spectrum iq infusion pump under-infused. During a hip arthroplasty the patient received an infusion of propofol via the pump. The patient was fluttering and opening their eyes more than expected. The nurse provided additional boluses of propofol and fentanyl in an attempt to obtain desired level of sedation; however, the correct therapeutic affect (200 mcg/kg/minute) was not obtained. Per the log report 77.3 ml was infused from the propofol vial; however, the nurse indicated little had actually been removed from the vial by the pump. The pump was exchanged and the nurse reduced the propofol rate since the infusion was being successfully infused. Patient outcome was not provided. No further information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number will only contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.